Event description:
It was reported the atrial output varies and decreases with time. The output will not stay steady. The device will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.